Manufacturer narrative:
Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. Insulin pump alarmed after battery change and setting reset after battery change due to faulty connector on interface board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had been losing all the settings when the battery gets replaced. The blood glucose reading was 16 mmol/l. The customer's father stated that there were no significant alarms in the alarm history. Advised return of the insulin pump for analysis. Nothing further reported.